Event description:
(B)(6) home health registered nurse reported error message code 20 shows up even after turning off and on the pump. Home health registered nurse also replaced battery abut still showing the same message. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: xenpozyme sdv - 100mg. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes is device associated with event available for return? - unknown .